Manufacturer narrative:
Root cause: unable to determine root cause. Initially it was determined the event was not reportable. On a subsequent review, it was determined this event should have been reported.

Event description:
Screw broke approximately 5mm from tip. Thread portion left inside pt.